Manufacturer narrative:
Device 4 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported that the five wafers out of 1 mu (market unit box) had off-centered starter hole. It was unknown whether the product was used on patient. No photo is available at this time.

Manufacturer narrative:
Batch record review: lot 2e00207 was manufactured on 04/may/2022, in convex 2 piece (pc) (wct) line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 29/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification 1161270 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: no photo related to the reported problem was available for evaluation. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: ¿ machine/equipment: machine and process current design. Lifecycle of k-tool mechanical components has not been standardized as part of the machine preventive maintenance (pm). ¿ method: there was not a visual aid or job aid on how to use the quality control (qc) tooling. There was not a detailed visual aid or job aid on how to perform the mass station set up. There was not a standardize d visual aid for the flange loading stations and certification process for the station. The appropriate actions will be taken through the corrective/preventative action (CAPA). The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.